Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button cover was missing and the response button was non-functional. The cause for the failure was isolated to dirt and debris under the dome switch. The debris was caused by damage to the response button cover. The root cause of the damaged cover was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor response buttons weren't working.